Event description:
It was reported that "surgeon complained that capspin was stripped and would not release cap from locked position."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result and conclusion will be made available following engineering eval.